Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory on the surgical guide followed the doctor's treatment plan. After reviewing the post-op image provided by the doctor, we suspect that the guide may not have been seated all the way down on the posterior #18-19 area. Simulation of the post-op implant trajectory in the software shows that slightly elevated guide seating in the posterior can produce observed results.

Event description:
After the implant surgery, doctor performed a post-op scan. He noticed that the trajectory was off and did not match what he saw in the planning file. Doctor removed the implant and bone grafted the implant site.